Event description:
The account stated that one patient sample generated discrepant architect b-hcg results (4,11,120 mlu/ml) and (149, 150 mlu/ml) after centrifugation. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). This report is filed on an international product ((B)(4)) that has a similar product distributed in the us ((B)(4)) an investigation is in process. A final report will be submitted when the investigation is complete.